Manufacturer narrative:
Plant investigation: no samples were returned to the manufacturer for physical evaluation. However photographs and machines files were provided. The reported issue was able to be confirmed by the manufacturer after reviewing the provided information and supporting documentation. The manufacturer determined from the provided photographs that inadequate main fuses were installed with incorrect amperage which resulted in the blown fuses. Additionally the photographs documented thermal damage at contactor q3. The bad contacted point likely occurred post-factory or within previous troubleshooting. The manufacturer indicated in its review that the insulation material can be heated by the current flow and melted if part of the l1 cable insulation was pinched at the contacts of the terminal at q3. Additionally frequent run-dry errors f-02-50-05 were identified in the machine files. Frequent run-dry errors could damage or predamage the motor protection switches and attached electrical connections on both stages. This failure pattern in known and covered by and internal CAPA project and corrective and preventive measures were implemented. A new design of the crimped cable lug was released. The manufacturer determined that no threshold exceedance and/or unanticipated hazard or harm has occurred. There are no indications for any systematic design related issues of the device. Therefore no preventive and/or corrective actions are deemed necessary at this time.

Event description:
It was discovered during a troubleshooting call between a user facility biomedical technician (biomed) and fresenius technical services that thermal damage was sustained to wire connections within the aquabplus reverse osmosis (ro) system. The wire connection to the q3 contractor was found to be burned. The issue was identified after the ro system was initially evaluated for a p5 pump failure. The biomed evaluated f1 and f2 in the hf and found both to be tripping. The biomed reset f1 and f2 however f2 tripped a second time during the cool down phase. The hf was initially deactiviated so patient treatments could begin. There was no patient involvement associated with the reported issue. The reported issue resulted in a 30-minute delay in treatment initiation. No patients were sent home. A subsequent call was made to technical services when the f1 motor protection switch continued to trip during the t1 test after replacement by the biomed. Fresenius technical services reviewed photographs sent by the biomed and found the replacement motor protection switch was not programmed as the original motor protection switch and recommended that it be reprogrammed to matching the settings of the original. At this point is when thermal damage was identified on the q3 contractor. The biomed was advised to replaced the burnt wire and thoroughly inspect all wire connections within the hf. The biomed was also asked to inspect the fuses before the hf. One fuse had no continuity. The biomed replaced all three fuses which resolved the reported f1 tripping issue. There was no patient involvement regarding this issue. At the time of follow-up the aquabplus ro system was being monitored with its newly replaced motor protection switch before being permanently returned to service. Additional information was requested however a response was not received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was discovered during a troubleshooting call between a user facility biomedical technician (biomed) and fresenius technical services that thermal damage was sustained to wire connections within the aquabplus reverse osmosis (ro) system. The wire connection to the q3 contractor was found to be burned. The issue was identified after the ro system was initially evaluated for a p5 pump failure. The biomed evaluated f1 and f2 in the hf and found both to be tripping. The biomed reset f1 and f2 however f2 tripped a second time during the cool down phase. The hf was initially deactivated so patient treatments could begin. There was no patient involvement associated with the reported issue. The reported issue resulted in a 30-minute delay in treatment initiation. No patients were sent home. A subsequent call was made to technical services when the f1 motor protection switch continued to trip during the t1 test after replacement by the biomed. Fresenius technical services reviewed photographs sent by the biomed and found the replacement motor protection switch was not programmed as the original motor protection switch and recommended that it be reprogrammed to matching the settings of the original. At this point is when thermal damage was identified on the q3 contractor. The biomed was advised to replaced the burnt wire and thoroughly inspect all wire connections within the hf. The biomed was also asked to inspect the fuses before the hf. One fuse had no continuity. The biomed replaced all three fuses which resolved the reported f1 tripping issue. There was no patient involvement regarding this issue. At the time of follow-up the aquabplus ro system was being monitored with its newly replaced motor protection switch before being permanently returned to service. Additional information was requested however a response was not received.